Event description:
Complaint received from post market study. It was reported to boston scientific that in 2005, that the patient experienced worsening gerd symptoms at both 9 months and 12 months after the procedure.

Manufacturer narrative:
(Other) - worsening gerd symptoms the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The cause of the reported malfunction is likely attributable to operational context due to the fact that the injection technique is affected by clinical variations that are difficult to control. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.